Manufacturer narrative:
Date rec'd by MFR: 05dec2019. The manufacturer's international service technician confirmed the reported issue and found that the unit declared multiple errors (3.3 v failure, 5 v failure. 35 v failure, motor controller printed circuit board assembly failure, over voltage circuit failed and an oxygen accuracy failure. The service technician replaced the motor controller board and flow sensor to address the findings and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04feb2020. B4: (B)(6) 2020. The motor controller was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that a component failure on the motor controller board caused the reported errors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
Blower temperature high. There was no patient involvement.